Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative condition had occurred while performing the run-in test on the bipap a40 device. The third-party service technician replaced the device's av2/oap main printed circuit assembly board to address the issue. After replacing the part on the device, the third-party service technician upgraded the software version on the device. Additional findings not related to the malfunction/issue were several log only errors (e-016, e-051, e-068, e-083, e-087, e-097, e-098, e-099, e-100, e-101, e-102, e-103, e-104, e-166, e-170, and e-204), informational messages (e-081 and e-163) that were found on the device. The were additional system errors that were found on the device, as follow: e-042 (apnea error), e-057 (ac disconnect), e-058 (external battery), and e-072 (beep only). In addition, there was dust/dirt contamination found inside the device. Since these are consider informational purpose messages, there were no parts replace to address these system errors. Afterwards, the device was tested and was operational.